Event description:
Two coronary stents with delivery systems were successfully deployed at the target lesion site in the patient's graft to the right coronary artery. A third coronary stent with delivery system was successfully advanced to the target lesion site in the patient's graft to the right coronary artery. The balloon catheter was inflated to 7 atms of pressure in an attempt to expand and deploy the stent. Upon withdrawal of the sds, the stent was observed to be located on the sds and was not deployed. Subsequently, another coronary stent with delivery system was successfully deployed at the target site without complication. There were no clinical sequelae reported relative to this event.